Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. Customer reported they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they received the motor error 3 times a day. Customer completed the process but repeats alert motor error. Customer also reported that the insulin resets no delivery and turns on and off randomly. Customer reported that the insulin pump was not exposed to high magnetic field. The insulin pump will not be returned for analysis.